Event description:
A report was received that the patient developed leg weakness following a revision procedure (MFR.no.3006630150-2019-00209). The patient was brought back to the operating room where the physician removed the lead from the epidural space and buried it in the tissue to preserve. After a week, the patient underwent a procedure to put the lead back to its original place. The patient was reportedly doing well postoperatively.